Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, physician successfully implanted seven ruby coils. While introducing the next ruby coil into the lantern, the ruby coil pusher assembly became kinked. The ruby coil was re-sheathed and removed without incident. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.